Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis found that one ec60 device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the knife worked as intended and the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device remained closed on the tissue. At the first firing, with the first cartridge, gold color, the device is fired properly with the three strokes, stapled and cut properly but the blade was not retracted and the device remained blocked on the tissues (functional part of the stomach). The surgeon tried to use the knob for re-open the device but without success. The surgeon needed to cut the tissues to remove the device from the tissues and performed a manual suture. Another competitor device was used to complete the case. To date, the patient is well, no postoperative adverse event occurred. No buttressing material or existing staple line or clip. Forces felt were as usual, no unexpected noise, the triggers and buttons automatically returned to their original position. There were no adverse consequences for the patient.